Event description:
A facility reported a hakim valve (unknown ID) pressure could not be confirmed by programmer or x-ray. They could not find the upper right dot on the valve. The clinicians deemed the valve broken. Therefore, the valve was removed and replaced on (B)(6) 2024. No additional information available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (unknown ID) was not returned for evaluation and lot number information has not been provided after three good faith attempts (gfes) were made; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.